Event description:
It was reported that the patient loss consciousness and had bradycardia. The patient's lead had high impedance due to lead movement, high thresholds, pacing failure and a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.